Event description:
The hospital reported that towards to the end of an ablation procedure, it was noticed that there was 'flame' at the metal cap on the device. The device was removed, and there was no patient effect reported. It was also noticed on the sheath, under segment 1, there were 2 burn holes. It is reported that these holes were apart from where it was thought the flame came out. The patient is reported to be doing fine.

Manufacturer narrative:
Investigation details: the investigation was completed. There were no visible burn marks and/or holes around the metal cap as reported. For primary complaint of flame at metal cap; complaint is not confirmed. Regarding the secondary complaint, the investigation shows that the burn parks observed on sheath (holes) and ablation element indicate a high temperature condition, however unable to determine if a flame was associated with any of the observed burn marks on device. For secondary complaint that device had two holes in sheath; complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.